Manufacturer narrative:
(B)(4). Failure investigation: the carefusion service group received the suspect user interface module (uim) for investigation and repair. The service group performed power cycle on routines in the user mode, uim functionality testing, and a visual inspection of the internal uim connections. The uim passed all testing requirements and no failures were detected. The uim was sent to carefusion's failure analysis laboratory for a component level investigation. The reported issue could not be duplicated in the laboratory setting throughout all testing methods. No component failure was identified therefore no root cause could be determined.

Event description:
The customer reported an intermittent blank display on this avea ventilator while in patient use. No patient harm was reported with this event by the customer.